Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting the product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised to address loosening of the cement/implant interface and osteolysis of the lateral femoral condyle. The cement used at primary was of depuy competitor MFR.